Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No low battery alarm and no excessive no delivery alarm noted. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose was over 600 mg/dl. Customer also reported that, the insulin pump had no delivery alarm. Customer treated for high blood glucose with bolus and declined troubleshooting for the same. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer advised to monitor the insulin pump. The device will be returned for analysis.